Event description:
On april 23, 1998, an accident took place in the accelerator room when using a clinac 1800 to treat a 70-yr-old woman. The pt was treated by external irradiation for her pancreatic carcinoma, using two ports means. The psa couch was placed at 90 degrees. The first port of irradiation was set at 45 degrees cw. The second port was set at 40 degrees ccw; here the machine head was very close to the head of the pt. After the second port was treated, an operator, located in the control room, intended to turn the gantry, rotating it back to its zero position. But the opearator incorrectly rotated the gantry forward 7 degrees ccw. This caused the machine head to collide directily with the pt's head, and immediately resulted in supraorbital compression fracture to the pt. The hosp at once carried out first aid to the pt. Two weeks after the accident, the pt died. The cause of death was determined to be: contingent hemorrhage of ulcer in the alimentary canal.